Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic card. There was no patient involvement.

Event description:
It was reported that during the preventive maintenance cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic card. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, d5, e1(initial reporter name and email), e2, e3, d8, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 the getinge field service engineer (fse) that discovered the issue replaced the connector and tested the fiber optic to make sure it worked properly. Fiber optic is working normally. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.